Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was depleting faster than expected. The battery percentage had decreased from 74% to 8% within eight months. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was explanted and replaced without incident. It was also reported that the patient feels little shocks anytime they touch metal. The physician inquired if there was any evidence of lead damage.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was depleting faster than expected. The battery percentage had decreased from 74% to 8% within eight months. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was explanted and replaced without incident. This device is included in the s-ICD premature depletion physician communication. It was also reported that the patient feels little shocks anytime they touch metal. The physician inquired if there was any evidence of lead damage.